Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 500+ mg/dl. Customer was hospitalized for high readings and diabetic ketoacidosis. Customer also received lost sensor alarm. The call was disconnected. The insulin pump was not returned for analysis.